Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer experienced symptoms of chest pains, slurred speech, and falling over (unbalanced). Customer was wearing the insulin pump for the first hospitalization, but not for the second hospitalization. Customer's blood glucose ranged from 200-400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.